Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to sui. Following insertion, the patient experienced infection. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation, bleeding, dyspareunia and neuromuscular problems.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown and mesh unknown at present were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on 12/(B)(6) 2007 and mesh was implanted concurrently with laparoscopic lysis of adhesions and bilateral salpingo-oophorectomy, and cystoscopy.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent posterior repair with excision of vaginal mass on (B)(6) 2015, due to rectocele mesh erosion.